Event description:
Report received of pump delivering an incorrect dose. The pump was received by the user facility's biomedical department with an unsigned note that stated, "reset unit then delivered incorrect dose". Multiple unsuccessful attempts were made to obtain additional information.